Manufacturer narrative:
The tech isolated the issue to a faulty CPR valve. The CPR function on the bed was working. The tech replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head of the bed is drifting down slowly.